Event description:
This female, pt, approx (B)(6), presented for treatment with history of arachnoiditis and adhesions which are both thought by the surgeon to have contributed to this event. During laminotomy and tissue resection to decompress the lumbar spine at l3-4, a dural tear occurred. This event occurred while performing the procedure without the required epidurogram. During use of the rongeur at the end of the case, the dura was torn and a small amount of csf was observed coming out of the trocar. The trocar was removed, the wound sutured, and pt recovered and was discharged to return home. Pt called the next day ((B)(6) 2011) complaining of headache and vomiting, but continued to eat and drink fluids. Day 3 ((B)(6) 2011) after the procedure, the pt presented with persistent head ache and some vomiting and was treated using a 20cc blood patch. Following treatment the pt was observed, reported feeling better and subsequently returned home. The evening of the 4th postoperative day ((B)(6) 2011) the pt was admitted to the hospital complaining of headache and was scheduled for laminectomy and dural repair. No report of that procedure has been rec'd at this time.